Manufacturer narrative:
(B)(4). A follow up report will be submitted after philip obtains more info concerning this event.

Event description:
The customer reported the staff did not hear alarms that patient data was lost for a patient that expired.